Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the syringe.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the left wash pump was leaking in the unicel closed tube aliquotter (ucta) unit. No injury was reported for this event.